Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the customer observed a doubtful visual aspect on some units. The visible anomaly on the packaging of the products was observed during unpacking. This event occurred 1 time the following information was provided by the initial reporter: "a doubtful visual aspect has been observed on some units. The visible anomaly on the packaging of the products was observed during unpacking."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the customer observed a doubtful visual aspect on some units .... The visible anomaly on the packaging of the products was observed during unpacking. This event occurred 1 time. The following information was provided by the initial reporter: "a doubtful visual aspect has been observed on some units ... The visible anomaly on the packaging of the products was observed during unpacking."

Manufacturer narrative:
H.6. Investigation summary: "material #: 368652. Lot/batch #: 1167431. Bd received 20 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter / cloudy packaging was observed. The customer samples were evaluated by visual examination and the indicated failure mode for foreign matter / cloudy packaging with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter / cloudy packaging was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter / cloudy packaging. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."